Event description:
Isuprel 0.2mg in 50 cc d5w inserted into pump and pump programmed but not started. Cardiac cath procedure started and pt developed svt. At that time it was noted the entire 50cc bag emptied into the pt without the IV pump being turned on. Pt discharged home following procedure.

Event description:
Rptr received a call from the customer on 4/30, they reported that event had been reported to alaris medical systems 2 months previously, return of device had been arranged at that time by alaris but the device had not yet been sent in. Rptr encouraged them to have the device sent in for evaluation. Co received the device on 5/12/04. Upon receipt it was noted that the device was in poor physical condition, the service seal was broken, the front case was fractured at the bottom case screw inserts, and loose parts could be heard rattling inside. For testing purposes a new disposable set was installed in channel b, and a free flow condition was observed. When the device was opened, the channel b mechanism was found to be fractured at the top left mounting foot. The bottom left screw and washer were missing (both parts were found loose inside the device) and the bottom right screw was not tightened down. The reported free flow event was replicated on channel b. The cause of this condition was found to be a damaged mechanism and missing parts on the assembly. Damage at the bottom of the device suggests that the device was dropped. The condition of channels b's mechanism suggests that the device was not repaired properly before it was released for use. Before being returned to the customer the device went through required service, the channel b pump mechanism was replaced and the device passed all requiring testing.